Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from other non health care professional. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and after unknown latency patient got infected, could not walk and had bad allergic reaction. No relevant concomitant medications, past medications, medical history and concurrent conditions were reported. On an unknown date in 2017, the patient received treatment with intra- articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided). On an unknown date, after unknown latency the patient had similar reactions of the related patient i.e patient got infected, not walk and had bad allergic reaction. On an unknown date, the patient had intense pain and extreme swelling. It was reported that 77 cc of fluid off her knee/more fluid was drawn. Corrective treatment: not reported for all. Outcome: unknown for all. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event of infected additional information was received on 30-nov-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 30-nov-2017: the new follow up information received doesnot change previous case assessment. This case concerns a patient who received synvisc one injection and later had joint infection. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This case was cross referenced with 2017sa231716 (cluster). This unsolicited case from united states was received on (B)(6) 2017 from other non health care professional. This case concerns a patient (age and gender unspecified) who received treatment with synvisc one injection and after unknown latency patient got infected, could not walk and had bad allergic reaction. No relevant concomitant medications, past medications, medical history and concurrent conditions were reported. On an unknown date in 2017, the patient received treatment with intra- articular synvisc one injection, once (dose, indication, batch/lot number and expiration date: not provided). On an unknown date, after unknown latency the patient had similar reactions of the related patient i.e patient got infected, not walk and had bad allergic reaction. On an unknown date, the patient had intense pain and extreme swelling. It was reported that 77 cc of fluid off her knee/more fluid was drawn. Corrective treatment: not reported for all. Outcome: unknown for all. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: important medical event of infected pharmacovigilance comment: sanofi company comment dated 24-nov-2017: this case concerns a patient who received synvisc one injection and later had joint infection. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.